Manufacturer narrative:
Further information was received that this product has been explanted. There were no reported adverse patient effects associated with the explant procedure.

Event description:
Boston scientific received information that this product will be part of a system explant due to a patient infection. There was no report of adverse patient effects.

Manufacturer narrative:
A request for further information has been made. This investigation will be updated should further information be provided.